Manufacturer narrative:
Trackwise ID# (B)(4). Analysis of production for OEM devices: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial/lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/or customer indicated that the device would be returned; however, no device was returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(6). Replaced power supply due to vasoview hemorp vh-4000 not sealing. Product did not fail to deliver energy. It is currently in use without issues. No harm to patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure t.w. Power supply s/n (B)(4). Replaced power supply. No harm to patient.